Manufacturer narrative:
It was alleged the leak has occurred during 8 out of 40 procedures performed within the month of (B)(6) 2016. No specific information was provided. No lot number was provided and without lot number it is not possible to determine the expiration date nor manufacture date. The product was not returned for evaluation. MFR 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. MFR 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. MFR 3m continues to monitor their complaints to confirm the effectiveness of the change made. It is not known if the solvent improvement was implemented or not on the product related to this event since no lot number was provided. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked during priming at the y connector. No patient injury was reported. The type of fluid being used (blood/saline) was not specified. No pressure infusor was in use at the time of the event.